Event description:
Per the clinic, the device was electively explanted on (B)(6) 2025, due to poor device performance since activation. It is unknown if there are plans to reimplant the patient as of the date of this report.